Manufacturer narrative:
Unit received unable to perform the displacement test due to cracked and bleeding lcd. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display was cracked. The customer¿s blood glucose level was 2.6 mmol/l. The insulin pump will be returned for analysis.